Event description:
It was reported that this right atrial (ra) lead was surgically explanted for an unspecified reason. A new ra lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted for an unspecified reason. A new ra lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Received additional information the explanted lead is expected to return for analysis. Product returned for investigation. The product analysis was completed and based on the direct observation of fractured outer lead conductor(s) is consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.